Manufacturer narrative:
Visual inspection of the returned product showed the lens was received in liquid and half of the lens was torn off and missing. (B)(4).

Event description:
The customer reported the haptic of the cc4204a collamer single piece lens came off. The lens was inserted and removed without any patient harm. The customer indicated that the damage was due to a user's error.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens . (B)(4) - no known consequences or impact to the patient. Torn material. (B)(4).